Event description:
The pump was being used for epidural treatment. The nursing staff increased the dose to an inappropriate value. The pt suffered cardiac arrest resulting in brain damage. The pump serial number is not known.